Event description:
Surgeon indicated that while impacting an implant, the tip of the implant holder broke off in the plate, and he did not attempt retrieval.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation could not be concluded; no conclusion could be drawn. No device was returned. Review of manufacturing records will be requested.